Event description:
Covidien received information from a hospital in (B)(6) that "the patient's carbon dioxide increased to about 130 level." Patient was reported to be on the 840 ventilator for two days from (B)(6) 2012. According to the reporter, the doctor changed the 840 ventilator to a competitor ventilator (B)(4). The patient carbon dioxide improved with one hour and then carbon dioxide dropped to 80 level, and then dropped to 40 level about 10 hours later. The patient was diagnosed with pneumonia, an invitro fertilization and a premature baby (B)(6). There is no allegation of a ventilator malfunction. Further information was received that indicated the doctor stated that "the patient used non-cuff intubation, which leak was very large and leak compensation was insufficient.

Manufacturer narrative:
This issue is still under investigation. A follow up report will be submitted when new information becomes available.